Event description:
On 02/21/2024, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. Analysis of the returned device was completed on 4/5/2024: the pump was tested with the testing protocol for battery and power complaints. The pump's event log was pulled as part of the investigation and upon review it was noted that an abrupt power off was found in the log, as reported by the end user. A 100 ml infusion was ran on the pump, using the current parameters of 2.2 ml per hour. The infusion was successfully completed without powering off and did not appear to have any power issues. The event log review confirms that an abrupt power off occurred during infusion, however it was not repeated during functional testing. Reported issue found, device not performing to specification. A CAPA has been opened in order to fully investigate and address the root cause/s of the reported event.